Manufacturer narrative:
The root cause for the reported issue of an over-infusion of remicade was not determined. The reported issue that there was an over-infusion of remicade could not be confirmed. No further investigation of this event is possible at this time, and no patient harm was reported.

Event description:
Received a copy of the customer's medwatch report from FDA which states, "remicade infusion programmed into pump for a 2 hour rate. At 1 hour, another rn discovered the infusion was completed and the IV pump was no longer programmed at the original rate of 135/hr in 265ml. The nurse reported that the program was now 500ml at a 433 rate. This is now second event regarding same issue. First event occurred (B)(6) 2021. Pump sent to biomed for interrogation awaiting findings". There was patient involvement but patient harm was unknown. This file captures the medwatch report 1402310000-2021-8010, while the customer's report ¿first event occurred on (B)(6) 2021¿ is documented under pr (B)(4).

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Device was not returned to manufacturing facility.

Event description:
Received a copy of the customer's medwatch report from FDA which states, "remicade infusion programmed into pump for a 2 hour rate. At 1 hour, another rn discovered the infusion was completed and the IV pump was no longer programmed at the original rate of 135/hr in 265ml. The nurse reported that the program was now 500ml at a 433 rate. This is now second event regarding same issue. First event occurred 5/2021. Pump sent to biomed for interrogation awaiting findings". There was patient involvement but patient harm was unknown. This file captures the medwatch report (B)(4), while the customer's report first event occurred on (B)(6) 2021 is documented under (B)(4).